Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm low battery and off no power. Customer's blood glucose at time of incident was unknown mg/dl. The customer battery indicator does show less than 2 bars. The battery did not last more than 1 week. The customer does wear sensor and the sensor feature is on. The customer was advised to wait 5 seconds before inserting new battery and advised to revert a back up plan if needed. The customer was advised that we are sending battery cap. The customer's father would like to bypass a off no power alarm troubleshooting.